Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117818.

Event description:
It was reported one of patient's lead had migrated patient experienced loss of therapy as a result. As patient underwent surgical intervention to address the issue, the lead was fractured during the procedure while trying to move it to new location in the midst of severe scar tissue. The lead was explanted and replaced. Therapy was restored post-op. Investigation was unable to determine which lead was at fault.